Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke. It was also reported that all the broken pieces were found and there was no harm to the pt. It was further reported another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.